Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The patient needed an MRI because they thought that the patient had multiple sclerosis, but they could not do an MRI because the patient did not have an MRI compatible device. The health care provider took out the implant in 2016 because stimulation was not working anyways. The patient was unsure when the first implant stopped covering her pain. They did not find multiple sclerosis in her spine, but they found it in her brain which was unrelated to the device. The patient went without any stimulation implant for about 15 months and it was awful because nothing was helping her pain. There were no further complications reported or anticipated. The patient¿s medical history prior to implant includes breast cancer, other back surgeries, rheumatoid arthritis, and krohn¿s disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that at first, her system was proving therapeutic benefit; however, sometime after implant (time frame unknown), it stopped working to help with her pain. The patient mentioned the unrelated multiple sclerosis in her brain which led to increased pain. The patient also reported that the physician who removed the implant had discarded the implant. Additionally, the patient reported that the implantable neurostimulator had been removed in 2015, not in 2016. There were no further complications reported or anticipated.